Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the issue was not resolved while troubleshooting and replacing field generator resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect generator has been received by manufacturer for evaluation. The reported issue could not be replicated. When the returned generator was connected to a system for an overnight test, the system remained in green status during all testing. No intermittent opens were found in the cables. No fault found.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), the axiem and emitter of the navigation system were displaying red status. Site was able to proceed beyond registration and upon entering navigation the signal would intermittently drop. Representative checked power and cable connections. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.